Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left total knee replacement. An evaluation of the device cannot be performed as the device remains implanted. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that the patient had left knee replacement in (B)(6) 2012. It was reported that they had a left total knee replacement ps nrg, #9 femoral, #9 tibial, 12, spacer, patella #9, total synovectomy, intercondylar femoral bone graft. It was reported that the patient had screws inserted, increased pain and swelling unresolved. It was reported that surgeon is seeking the material composition of the scorpio ps nrg knee system in order to determine if he needs to patch test any additional allergens to determine if patient has contact allergy to any of the components. It was reported that the patient will be returning back to the doctor's office (B)(6) 2013 for patch testing results 48 hours after application. It was reported that they will also be seeing him back at 96 hours after application for a final reading.